Event description:
The customer reported that the system's monitors would not boot up and the led lights on the tube were blinking. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The image processor and the display adaptor boards in the workstation were reseated. The system was tested and found to be working as intended and put back in service.